Event description:
Follow up with the patient's surgeon revealed that the seizures were unrelated to the vns or vns surgery.

Event description:
It was reported via clinic notes received by the manufacturer that the patient had two seizures immediately following a vns generator replacement surgery. No additional relevant information has been received to date.